Manufacturer narrative:
D6b: explanted date: device was not explanted. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that on 07 feb 2024, the patient came to (B)(6) for a planned percutaneous coronary intervention (pci). The right groin was accessed with ease. A 7 french sheath was placed for intervention. At completion of the case, an angio was performed to assess the common femoral artery (cfa) for closure. The angio was ideal for angio-seal closure. All appropriate steps were taken to deploy anchor properly. The maneuver to seal was appropriately being performed when the entire device came out of the body. The medical doctor (md) quickly gained control of the access site and achieved hemostasis. He then turned his attention to the device parts on the table. All was accounted for except the anchor. The doctor decided to get access in the right cfa to look for the anchor and took images of the right extremity. A faint shadow in the images lead the doctor to attempt a foreign body retrieval with a thrombectomy system, pounce (abbott). Another angiogram was performed, and the suspected anchor was no longer visible. The doctor searched the pounce device and found nothing. The md believed the anchor became dislodged and went down stream; however, it was not able to be confirmed. The doctor decided to put the patient on eliquis for two months and scheduled him to be seen in his office in one month. On (B)(6) 2024, the images were reviewed. The patient's condition was unknown. The estimated blood loss was less than 250cc's. There was no detected injury at time of the incident. The event occurred intra-operative. The event results did result in patient injury and medical/surgical intervention was needed. There is a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. Additional information was received on 16 feb 2024: the doctor felt that the "faint shadow" was the angio-seal anchor. The md opened the angio-seal to locate the anchor. When the anchor was not found, the doctor made the conclusion it was in the patient's body. There were no issues with the patient's pulse before or after the procedure.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Although the sample was not available, the complaint was confirmed since an interventional procedure was performed. The exact root cause cannot be determined. The likely cause was determined to have been anchor detachment due to excessive force during device deployment. The device history record (DHR) was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).